Event description:
Cannula was used when making a medial portion during a pcl reconstruction. When it was checked via arthroscope after insertion, the tip was broken. Pieces were removed and collected but some parts were missing and may remain in the pt. Device was screwed into the portal. It could not be confirmed if the portal was created under direct arthroscopic vision.

Manufacturer narrative:
Evaluation showed the cannula to be broken at the distal end in two pieces. The remaining portion of the distal end is bent forward. The condition of the cannula is consistent with leverage being placed on the cannula with a device during surgery.